Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
It was reported that a 13.2mm, vticm513.2, -5.5/0.5/042 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2023. The patient experienced refractive surprise. Lens remains implanted. Cause of event was unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional data: h6- health effect: impact code: "2199" should be removed and "4629" should be added. H6- medical device problem code: "2993" should be added. B5- the reporter indicated that the surgeon implanted a 13.2mm vticm5_ 13.2 implantable collamer lens of diopter -5.5/+0.5/042 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2023. The patient experienced a refractive surprise. On (B)(6) 2024 the lens was exchanged with the same model, length lens and the problem was resolved. Status of the eye: "all fine" and "patient is happy". The reporter indicated the cause of the event is unknown. Claim# (B)(4).

Manufacturer narrative:
H6- device evaluation: lens was returned dry in microcentrifuge vial. Visual inspection found the haptics bent. Dimensional and functional inspection found the lens to be within specifications. Claim # (B)(4).